Manufacturer narrative:
(B)(4). No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a retrospective study was performed to evaluate endocarditis after the implant of this transcatheter bioprosthetic pulmonary valve. The study was conducted between (B)(6) 2006 and (B)(6) 2012. The study population included 42 patients (predominantly male; mean age 25 years), and 43 implants of a medtronic melody device. Serial numbers were not reported. The reason for the 43rd valve was not reported. Across all patients, one death, due to sudden cardiac death, occurred two years after the diagnosis of endocarditis. There was no allegation that the endocarditis nine months post implant and death two years post implant was caused by the device. Across all patients, the following adverse events occurred; 6 incidents of suspected endocarditis. Upon transthoracic and transesophageal echocardiogram (tee) follow up, endocarditis could not be confirmed and therefor were diagnosed with possible cases of endocarditis per the modified duke criteria. Upon intra-cardiac echocardiogram of two patients who did not respond to antibiotic treatment, vegetations were confirmed. These 2 patients were treated with surgical explant. The other 4 patients were treated with antibiotics. The earliest case of endocarditis was nine months post-implant. Other adverse events included; 3 incidents of moderate pulmonary stenosis, 2 incidents of mild stenosis. The reported organisms were staphylococcus aureus (2), staphylococcus epidermidis (1) and streptococcus pneumoniae (1), non-haemolytic streptococci and streptococcus gordonii (1). Contegra it was reported that one melody device was implanted, valve-in-valve, into a contegra due to stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.